Manufacturer narrative:
The secondary motor cam follower, by default, is set to the bottom dead center (bdc) position during the mfg process; however, the secondary motor was found to be moved out of the bdc position upon inspection at syncardia. The physical damage found on the unit and position of the secondary motor indicated that the likely root cause of the customer reported fault alarm was an impact shock to the driver. The impact shock caused a temporary drop in proper supply voltage, which resulted in a low lcd regulator voltage reading. In addition, the impact shock caused the secondary motor cam follower to move out of the bdc position and was subsequently pushed by the scotch yoke. When this occurs, the unit detects the secondary motor being operational and disables the primary motor to prevent running two motors at the same time, as designed for safety. Despite the damage observed on the driver, the driver passed all testing requirements with no anomalies or alarms. In addition, the secondary motor was tested to confirm proper operation of all electronics, and the driver met all pressure test acceptance criteria at normotensive and hypertensive settings. The freedom driver was serviced and passed all final performance testing. Despite the customer-reported fault alarm, risk to the pt was low because the driver continued to perform its life-sustaining functions. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a pt. The customer also reported that the pt did not know what caused the alarm. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. Visual inspection of the driver's external components revealed split housings on the power adaptor side and a missing rubber foot. Visual inspection of the driver's internal components revealed abrasions on the primary motor as a result of rubbing against the main printed circuit board assembly (pcba) and the secondary motor in the top dead center (tdc) position, indicating operation of the secondary motor circuit.